Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a pt the device successfully charged and discharged three delivers of energy. Upon the fourth attempt to shock the pt, the device prompted a "depress shock button" message. CPR was continued and another attempt to shock the pt, the device prompted a "depress shock button" message. Complainant indicated that the clinician obtained another device to continue treating the pt using the same electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the device prompted a "unit failed" message.